Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had no power. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun0-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, and the station had no power. A field service engineer (fse) powered up the station and discovered that drawer 1 in the auxiliary unit had failed. Upon inspection, fse found the latch solenoid stuck open and there was no power to the drawer. The fse replaced the solenoid, drawer controller, and power module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.